Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that system has intermittent boot up issue when powering up. Upon troubleshooting, fse created backups of both the system and the epx database and the suite pc software was reinstalled. Rsn was reloaded via vpn, and the lod tool batch files that had been deleted during the software reinstallation were reinstalled. To resolve the problem, fse conducted geometry verification along with generator and dose verification tests. After reloading the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system had an intermittent boot up issues when powering up in the morning. System was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.